Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5082366.

Event description:
It was reported that the patient was not able to feel stimulation even when the device is turned all the way up. During an impedance check, it was found out that several contacts were not working. An x-ray was taken and revealed lead fracture. The patient will undergo a lead replacement procedure.

Event description:
It was reported that the patient was not able to feel stimulation and adequate pain relief even when the device is turned all the way up. During an impedance check, it was found out that several contacts were not working. An x-ray was taken and revealed lead fracture. The patient will undergo a lead replacement procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70, (sn: (B)(6)). The returned leads were analyzed and the visual inspection revealed that all wires are fractured at the clik anchor site. When excessive mechanical or tensile force was exerted onto the leads, the leads got kinked after it exits the clik anchor resulting in the wire fractures. With all the available information, boston scientific concludes that the reported event was confirmed.

Event description:
It was reported that the patient was not able to feel stimulation and adequate pain relief even when the device is turned all the way up. During an impedance check, it was found out that several contacts were not working. An x-ray was taken and revealed lead fracture. The patient will undergo a lead replacement procedure. Additional information was received that the patient underwent a lead replacement procedure.